Event description:
It was reported that the pump occasionally failed to recognize cartridges, requiring the customer to remove the plastic rings and reload a new cartridge, leading to insulin wastage. There was no reported impact to the customer¿s blood glucose level. The customer, who is out of warranty and in the process of renewal, declined further follow-up at this time, and additional information could not be obtained.